Manufacturer narrative:
A review of the product labeling concluded that the issue is sufficiently addressed. The abbott prismnext operations manual warns of potential biohazards and instructs on the use of gloves, lab coats and protective eye wear when handling human-sourced material or contaminated instrument components. A review for similar complaints was performed from (B)(6) 2011, and no other complaints for the issue were found. Over the 77-month review period, the current complaint is the sole complaint for a splash in the eye with control material against the prism instrument. Additionally, a review of the prism product monitoring review did not identify any trends or related issues. Further, no related nonconformities were found against the prism instrument. Based on the information within the complaint record, the splash in the eye was due to use error as the customer was not wearing protective eye wear as instructed per the abbott prismnext operations manual while in close proximity to dispensing of control material. In summary, this investigation does not indicate any systemic issues pertaining to the abbott prism instrument; no product deficiency was identified.

Event description:
The account stated an employee's eye was splashed with a02 control. The operator was preparing validation samples by injecting a02 control into tubes to be placed on the prism analyzer. A technician was standing close by and got splashed in the eye. The technician was not wearing eye protection and rinsed eyes for 15 minutes. The technician is preventatively taking dolutegravir and emitricitabine -tenofovir and is doing ok.